Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller had a broken desktop charger. Call was disconnected. The reason for call was patient reported their desktop charger plug came loose and fell out of the wire. The issue began saturday. Agent could not collect the desktop charger serial number because the call got disconnected. Patient denied the pin getting stuck in the recharger. Agent attempted to call the patient but patient disconnected the call. Agent could not leave a voicemail. A replacement desktop charger was sent out.

Manufacturer narrative:
Analysis of the [recharger], model [37761 ], s/n [(B)(6)], revealed. Analasyis found:frayed cord medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.